Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a loss of prime problem with the cartridge. There was no allegaation of an adverse event. Reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.